Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction alarm occurred again.